Manufacturer narrative:
Result: calf support.

Event description:
It was reported by service report that the calf supports and the electronics cover were damaged and there was a potential for fluid ingress. No pt involvement or adverse consequences are reported.